Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: july 08, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the investigation of the returned impactor has shown that the blue handle is loose and shows a broken laser weld. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. According to the preliminary results from investigation, the preliminary cause was identified as a design issue of the welding of the impactor (weld is not resistant to support hammering operations) therefore all lots are affected since product launch in january 2010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during cleaning process it was noticed that the blue hand piece of the proximal femoral nail blade inserter (pfna) is loose. The handle can be easily pulled off from the shaft. No patient involvement. When the device was evaluated by the manufacturer, it was noted that the laser weld was broken. This is report 1 of 1 for (B)(4).